Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that drill bit ø4.3 percut calibr l300/200 f/ was found with the cutting edges at the fluted tip rounded and blunt. The reported allegation of dullness can be attributed to the observed condition of the device. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed for the drill bit ø4.3 percut calibr l300/200 fwas unable to be performed due to it is not applicable to the complaint condition. A functional test was performed not performed since it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drill bit ø4.3 percut calibr l300/200 f/ would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code#: 324.213 lot #: 53p2768 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 08/05/2020 manufacturing site: jabil bettlach device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported that on 12-september-2023, the drill bits in question were found to be dull and would not cut as intended. The drill bits did not pass through the bone, causing overheating and a delay in reduction. No further information is available. Upon examination of returned products on february 21, 2024, it was noted that an additional drill bit was dull. This report is for a 4.3mm percutaneous drill bit qc/300mm/calibrated. This is report 5 of 5 for (B)(4).